Manufacturer narrative:
The instrument has been returned to intuitive surgical, inc. (Isi) for evaluation with the following findings: failure analysis confirmed that the customer reported complaint of cut wire. The instrument pitch cables were broken at the distal end. The pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the wrist. The other cables at the instrument's wrist were not damaged. This complaint is being reported due to the broken pitch cable found during failure analysis. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci cystectomy procedure, the surgical staff noticed that wires on the prograsp forceps instrument were cut. The surgery was completed using the da vinci system. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.